Manufacturer narrative:
Submit date: 2/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer states the line was leaking just below the butterfly where the catheter is joined. Chlorhexidine was used to clean the skin area and the area completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with a sterile tegaderm dressing. The PICC was inserted on (B)(6) 2016 in the lt upper arm, svc. The PICC was in continuous use. 3ml/5ml was used to flush the line. The PICC was removed (B)(6) 2016 and was not replaced. The status of the patient is stable.

Manufacturer narrative:
The device history record (DHR) review indicated that there was no quality issues associated with this reported condition. All DHR are reviewed for accuracy prior to product release. A sample was received for analysis and investigation. It consisted in one used PICC catheter, product ID 43309. A visual inspection was performed and no visible defects were identified, in order to confirm the reported condition, functional testing was performed; after the test the catheter showed a leak in the tubing. The location was identified as a clean cut in the tubing of the shaft. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be attributed to unintentional damage during use when the user manipulates the device. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.